Manufacturer narrative:
(B)(4). Vyaire service technician evaluated the ventilator and found out that the internal air compressor was faulty needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea comp ventilator was showing loss of air alarm on the screen and compressor rotor locked. There is no patient involvement in this reported event.